Manufacturer narrative:
(B)(4). As the device was not returned for analysis, no evaluation could be performed. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted.

Event description:
It was reported that a patient reused single use supplies. The patient was connected at the time. This occurred during fill cycle four of five in peritoneal dialysis therapy. The patient disconnected the supply bag from the supply line and then connected the same bag to the heater line. The patient was to finish therapy with manual supplies. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.